Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead and the right atrial (ra) lead exhibited high thresholds. It was also reported that the ra lead had dislodged. The lv lead and ra lead were explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead and the right atrial (ra) lead exhibited high thresholds. It was also reported that the ra lead had dislodged. The lv lead and ra lead were explanted. No patient complications have been reported as a result of this event.